Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor glucose reading being different then her blood glucose reading. The customer¿s blood glucose was 40 mg/dl and the sensor glucose was 90 mg/dl. The customer¿s blood glucose was 180 mg/dl and the sensor glucose was 320 mg/dl. Customer mentioned that she was driving and she had a recent high blood glucose. The customer¿s blood glucose was 203 mg/dl and the sensor glucose was 241 mg/dl at the time of the call. The product was not returned for analysis.